Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test for defib function and pacer function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section e. Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to a faulty processor/bridge/pace (pbp) board. The pbp board was replaced to resolve the report. The device was recertified and returned to the customer. The pbp board was scrapped after investigation. Analysis for reports of this type has not identified an increase in trend.